Event description:
It was reported that the patient called stating that their restoration felt loose. Upon evaluation, we removed the broken screw, and the implant was removed as well. Upon additional follow up. The customer reported that they did not know the implant was fractured until evaluation after restoration and the broken screw was removed. That is why we determined the removal of the implant.

Manufacturer narrative:
Multiple MDR reports were filed for this event. Please see associated reports: 0002023141-2022- 00971 and 0002023141-2022- 00971-1. Zimmer biomet complaint number (B)(4). Concomitant medical products: unknown zimmer dental screw, lot number unknown. One imp,tsv,mcol mg,3.7mm,13m (tsvmb13) and one unknown screw was returned for investigation. Visual evaluation of the as returned implant identified fracture at collar and unable to identify fractured screw for stuck tool inside implant. Based on the evaluation, device malfunction (implant) has occurred, and device malfunction (screw) could not be verified. However, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported device that did or could cause or contribute to the reported event. Monthly post market trending review identified no adverse trends or actionable trends for the reported event or device. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the product was within specifications and conforming when it left zimvie. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the reported product is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Functional testing could not be performed since the product was fractured and tool was stuck. Therefore, the reported event could not be recreated. A definitive root cause could not be determined. However, based on the investigation, risk review and IFU, the most likely causes determined from the investigation are parafunctional habits of the patient. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.